Event description:
The biomedical engineer reported that they had a bedside monitor that was not alarming while monitoring a patient. The bme reported that they re-seated the device from the acquisition module which resolved the issue. No patient harm reported.

Manufacturer narrative:
The biomedical engineer reported that they had a bedside monitor that was not alarming while monitoring a patient. The bme reported that they re-seated the device from the acquisition module which resolved the issue. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the core unit (g9 monitor) was not alarming while monitoring a patient. They re-seated the device with the acquisition module, which resolved the issue. No patient harm was reported. Investigation summary: based on the information provided, the root cause is use error. The customer did not properly seat the bsm-1700 into the data acquisition unit. Improperly seated input units may not be able to send certain signals to connected host monitors, one of which is alarms. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. There is no evidence of an nk device malfunction that may have contributed to the reported issue. Nk will continue to trend and monitor the reported issue. Attempt # 1: 01/26/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 01/27/2022 emailed the customer via microsoft outlook for patient information: their reply was that they could not provide the requested information.

Event description:
The biomedical engineer (bme) reported that the core unit (g9 monitor) was not alarming while monitoring a patient. No patient harm reported.